Event description:
Info received indicates the pump did not infuse. No pt injury alleged.

Manufacturer narrative:
Product has not yet been returned for investigation. A follow up report will be sent once the investigation is complete.